Event description:
The customer reported that the 9900 system lemo pin connector was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector and the backplane were replaced during the service call.